Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site.

Event description:
Event verbatim [preferred term] had a heat sensation that traveled up her back up from her waist [feeling hot]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. The patient used the heatwrap last friday night for about 7 or 8 hours, she was guessing. She stated she did not sleep with it on and when she took it off everything was fine. Her back pain was gone. On saturday, she did not have the product on and she had a heat sensation that traveled up her back up from her waist in (B)(6)2017. The sensation lasted about 30 seconds and it happened about 3 more times on saturday. Each time was a little less in intensity than the time before. On sunday morning, the heat sensation occurred again. She went to the ER. She stayed overnight. They did heart tests, CT scans, and they put her on a heart monitor in (b)(602017. The patient clarified she was admitted to the hospital and stayed overnight from (B)(6)2017. Reporter explained she was still feeling heat. She has no other symptoms of anything just heat traveling up her back. Unable to capture start date. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was not resolved. Investigations results from product quality complaints (pqc) group includes: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. A lot trend was not performed as the lot number is unknown. The sample has not been received by the site. Follow-up (20feb2019): follow-up attempts are completed. No further information is expected. Follow-up (13oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (25dec2019): follow-up attempts are completed. No further information is expected. Follow-up (21feb2020): new information received from product quality complaints (pqc) group includes investigations results. Follow-up attempts are completed. No further information is expected., comment: based on the available information, the patient reported that "had a heat sensation that traveled up her back up from her waist" requiring hospital admission is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Had a heat sensation that traveled up her back up from her waist [feeling hot]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for back pain. The patient's medical history and concomitant medications were not reported. The patient used the heatwrap last friday night for about 7 or 8 hours, she was guessing. She stated she did not sleep with it on and when she took it off everything was fine. Her back pain was gone. On saturday, she did not have the product on and she had a heat sensation that traveled up her back up from her waist. The sensation lasted about 30 seconds and it happened about 3 more times on saturday. Each time was a little less in intensity than the time before. On sunday morning, the heat sensation occurred again. She went to the ER. She stayed overnight. They did heart tests, CT scans, and they put her on a heart monitor. The patient clarified she was admitted to the hospital and stayed overnight from (B)(6) 2017. Reporter explained she was still feeling heat. She has no other symptoms of anything just heat traveling up her back. Unable to capture start date. Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (20feb2019): follow-up attempts are completed. No further information is expected. Follow-up (13oct2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the patient reported that "had a heat sensation that traveled up her back up from her waist" requiring hospital admission is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. The event is medically assessed as associated with the use of the device., comment: based on the available information, the patient reported that "had a heat sensation that traveled up her back up from her waist" requiring hospital admission is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure; and assessed as associated with the use of the device. The event is medically assessed as associated with the use of the device.